Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0251 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "line was placed for home IV antibiotics (B)(6) 2021, use by date (B)(6) 2022. The midline started leaking (B)(6) 2021 and they suspect that patient had 3 days of missing medications. This pt needed to go to ir for a PICC insertion. Midline was removed (B)(6) 2021."